Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked approximately 15.0, 35.0, 47.0, and 86.0 cm from the hub. The benchmark displayed various damage along its length. Conclusions: evaluation of the device revealed the benchmark was bent and kinked in multiple locations. This type of damage can occur as a result of mishandling when removing the benchmark from its packaging. The multiple instances of bends and kinks found on the benchmark suggests that additional damage may have been incurred on the benchmark catheter after discovering kinked benchmark out-of-box. This damage was likely incidental and likely occurred during handling and packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, a benchmark 6f 071 delivery catheter (benchmark dc) shaft was kinked upon removal from its dispenser hoop. The kinking of the benchmark dc shaft occurred prior to use and therefore it was not used in the procedure. The procedure was successfully completed using a new benchmark dc.